Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016 to have the abutment removed and an internal magnet placed. The implanted device remains.